Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as ni). Correction made to a3: gender: male (previously submitted as ni). Correction made to f10/h6: medical device problem codes: replace a1203 with a1204. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient connector of a cassette and a minicap extended life pd transfer set. This was described as, while on vacation, the home patient (hp) was unable to disconnect the transfer set from the patient line of a cassette after pd treatment. The hp had to put a red clamp and cut the patient line so that they could get to the nearby hospital to get the transfer set changed. This occurred after use of devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.